Event description:
A report was received that the patient¿s stimulator failed and was explanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-3138-55, serial #: (B)(4), description: scs phiii ext 55cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.